Event description:
It was reported that the keypad on the insulin pump was unresponsive. No further information reported.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. The device had cracked reservoir tube lip.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.